Manufacturer narrative:
Model number/catalog number: 72400024 serial number: n/a batch/lot number: 1100687919 model/catalog description: balloon fgs 61-70 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127 serial number: n/a batch/lot number: 1100804485 model/catalog description: control pump fgs iz unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Recurrent incontinence, and positional incontinence are acknowledged within the directions for use (dfu) and are not related to off-label use or failure to follow instructions. A risk review was completed, and altered therapeutic response is defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The reported patient symptom of urinary incontinence is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) continued to experience incontinence. The physician believed that the balloon selected was not large enough and did not provide sufficient pressure to prevent the incontinence. As a result, a surgical procedure was performed to remove the original balloon and replace it with a higher-pressure balloon. No further complications were reported.